Event description:
On (B)(6) 2025, the lay user/patient¿s spouse contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter continued to display the apply control message instead of counting down and providing a control solution result. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unable to be reached by phone for additional information. The reporter stated that the alleged issue began around 2:00 pm-3:00 pm on (B)(6) 2025 or (B)(6) 2025. The reporter denied the patient took any action regarding his usual diabetes management due to the alleged issue. The reporter mentioned that at an unspecified date and time, the patient had ¿passed out and was unresponsive¿ as a result of the alleged issue and was treated with glucose gel by emergency medical services. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca determined the correct strips were being used for testing and the correct testing process was being followed. The cca walked through resolving the issue however the issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. There is insufficient information, including a clear temporal relationship, to rule out the contribution of the subject meter to the event.